Event description:
Post op bladder surgery pt with an incision on his bladder. The foley was in place to decompress the bladder and allow the incision to heal. The pt complained of the urge to void. When the catheter was checked it was out. The balloon was not inflated and there was a rip in the catheter at the area of the balloon. The catheter was replaced.